Event description:
The customer reported that his meter readings were from 50 mg/dl to 490 mg/dl. The customer's doctor told him to get rid of the meter and get a new one. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.